Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device cord was cut. The issue was found in sterile processing department. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation of "cord is cut" was confirmed. Moreover, additional findings of a faded label on the rear cover and the rubber seal on the camera head being damaged were discovered. A device history record (DHR) review was performed and revealed no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device cord was cut. The issue was found in sterile processing department. There were no reports of patient involvement.